Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, exposed wires at probe end and cracks at connector end. 5/26/21: per biomed "to my knowledge, the probe cleaner used is more than likely a sani-cloth germicidal wipe, per hospital policy. They do not use a trophon for sterilization"